Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that everything was going well but patient battery was shutting off for no reason. Patient explained that this is the second time that this happened. Rep advised patient that it's unusual for the battery to shut off on its own. Patient will continue to evaluate and let rep know if it happens again. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they talked to the patient on the day of the report and she said that the system turned off when the battery was depleted, which is what we would expect. The rep reported that the patient understood she needed to charge more often now and not let the battery deplete. Additional information was received from the rep on 2020-02-06. The rep reported that the patient believed that her ins was being shut off by a medication she was taking. The rep told the patient that was highly unlikely, but she insisted. The rep noted that the patient was taking topiramate 100mg tablet. No further complications were reported.